Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.   Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Litigation papers allege that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, inhibited patient's ability to walk and likely will require a revision surgery. **update** - 05/10/2012 - asr supplemental information received; there is no new additional information that would affect the investigation. Update rec'd 11/10/2014 - used medical device declaration for shipping received. Dor provided. There is no new additional information that would affect the investigation. This complaint was updated on 12/3/2014. Update rec'd 8/7/15 - ppd with medical records received. Upon revision, corrosive staining was noted. The stem and sleeve are now being added to the complaint. The complaint was updated on: 8/27/15

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.